Manufacturer narrative:
No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. However, device alarmed pump error 37 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement and self tests due to pump error 37.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer had bad response with keypad. No harm requiring medical intervention was reported. The device will be returned for analysis.